Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sade report received from senior cra contractor for stryker regarding revision procedure undertaken for a patient where there was alleged instability with the primary triathlon cr total knee system implant . The event was reported to be in the course of the triathlon clinical investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding instability involving a triathlon femoral component was reported. The event was confirmed. Visual inspection of the returned component found evidence of bone inter-digitation on the bone cement bed that remains adhered to the component. Device history review: DHR review was satisfactory. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as medical records, operative notes and x-rays are needed to complete the investigation for determining the root cause.

Event description:
Sade report received from senior cra contractor for stryker regarding revision procedure undertaken for a patient where there was alleged instability with the primary triathlon cr total knee system implant . The event was reported to be in the course of the triathlon clinical investigation.